Event description:
The reporter stated that the customer experienced two baxter infusion pumps that have at several occasions run too slow (i.e 2 hour infusion has taken 3-4 hours). The reported condition occurred during patient use. The reported condition occurred during use. It is unknown if any patient injuries or medical interventions occurred as a result of this event.